Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a perforation and underwent a surgical procedure to explant and replace the right ventricular lead. No further information could be obtained.